Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no:324910 batch no: 9210500. It was reported that when needle shield was removed the needle hub remained in the shield.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 0.3ml bd insulin syringes. Consumer reported found 4 syringes took off shield needle hub stayed in shield. Both returned syringes were examined, and both exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #75252 was for raised hubs. The guide was out of adjustment. Corrective action: the guide was adjusted. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle hub separated. This was discovered during use. The following information was provided by the initial reporter: material no:324910 batch no: 9210500. It was reported that when needle shield was removed the needle hub remained in the shield.